Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal issues were encountered. The complex lesion being treated was located in the moderately calcified, tortuous, 90% stenosed left anterior descending (lad) artery. The vessel was predilated with an avion 2.0 x 20mm balloon. The taxus express2 2.25 x 20mm drug eluting stent was placed and was post dilated. There were no inflation difficulties, but balloon withdrawal issues were encountered. The guide wire was pulled back to the stenosis in the lad. The physician left the balloon and pulled the catheter into the aorta. After that he was able to remove the balloon with a lot of pull. No pt complications were reported.